Event description:
A balloon pump was used during a cardiac cath procedure. Initially, the catheter was working correctly. It was noted after initial start, catheter did not entirely fill/counter pulsate effectively. Attempted to trouble shoot the problem and could not find a malfunction with pump, yet the catheter balloon was not filling adequately. The pump was switched out with a second pump and the catheter continued to remain ineffective. The catheter was replaced with a new one and hooked up to the second balloon pump. At this point, everything worked correctly. It may be a malfunctioning catheter device.